Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was 526 mg/dl. At the of the report with tandem technical support, the customer had not addressed bg level. Ultimately, the pump began charging and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.